Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The external components were in the correct post deployed positions with the exception of the safety release. The vessel locator wings were examined and found to be normal for a deployed device and not a contributing factor in the event. There were no observations found with the device that would contribute to the reported event. The reported experience could not be confirmed by the analysis of the returned device. The safety release button was found pushed inward and not visible at the window. The device was opened and the safety release rod was found pushed inward out of the retaining tabs. This type of damage has been seen in other cases when an attempt was made to use the safety release to collapse the vessel locator wings during a difficult device removal, the safety button in pushed inward. Some of the possible causes to consider as stated in the instructions for use and training guide for a clip misfire or partial clip capture, may be influenced by but not limited to, manufacturing, refraction of the device during clip deployment can result in incomplete tissue capture and clip deployment above the artery, during clip deployment stabilizing the body of the device with the right hand and supporting the clip delivery tube with the left hand, raise the body of the device to a 60 to 75 degree angle during clip deployment. Holding the device at an improper angle during clip deployment can also cause incomplete tissue capture by the clip resulting in arterial bleeding. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot. Based on the inspection criteria and the analysis of the returned device the reported clip not taking and not achieving hemostasis could not be confirmed and no cause could be determined. No manufacturing or quality deficiency was detected.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the left common femoral artery after a diagnostic procedure. Reportedly, 'the clip did not take' and manual compression was used to achieve hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.